Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was  likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm ce valve implanted in the pulmonic position for an unknown implant duration underwent valve-in-valve procedure due to pulmonary stenosis. A 26mm 9600tfx was implanted inside the 23mm valve. No other details were provided.

Manufacturer narrative:
H10. Additional manufacturer narrative: added to a1, a2, a3, b5, d1, d4, d6, f10, g5, h4, h6. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event. In this case it was learned the surgical valve performed as intended. The aortic surgical valve was implanted off-label in the pulmonary position. As stated in the instructions for use (IFU) for the 2800, this valve is meant to be implanted in the aortic position.

Event description:
There was no premature failure of surgical valve. The patient had the 23mm valve implanted in the pulmonary position for 15 years, six (6) months, at the time of the valve-in-valve procedure.